Event description:
The physician used a wilson-cook six shooter saeed mult-band ligator during a variceal banding procedure. During the procedure, the barrel detached and a fell off into the pt's stomach. The barrel was retrieved with forceps. Post procedure, the pt's condition was reported as stable.